Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 478 mg/dl. The customer treated with manual injections and the pump. Customer's blood glucose value was 197 mg/dl at the time of the call. Customer stated that they were sick with a food illness. Customer declined to troubleshoot for high readings. Customer stated that he changed the tubing, site, and insulin about 2 to 3 times. The product was not returned for analysis.